Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received some wound drains that were the wrong size. They believed they received either 19 in a 15 package or 15 in the 19 french package.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received some wound drains that were the wrong size. They believed they received either 19 in a 15 package or 15 in the 19 french package. Per additional information received via email on 24mar2025, it was reported that there was no impact to a patient, no medical intervention required, and more product was ordered. The package states 19fr but has a 15fr drain. There were 20 unites labeled incorrectly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received some wound drains that were the wrong size. They believed they received either 19 in a 15 package or 15 in the 19 french package. Per additional information received via email on 24mar2025, it was reported that there was no impact to a patient, no medical intervention required, and more product was ordered. The package states 19fr but has a 15fr drain. There were 20 unites labeled incorrectly.